Event description:
Reporter indicated that a vns handheld hp jornada computer and wand were not working properly and had communication errors. Product analysis was completed on the returned handheld computer and wand. No anomalies were noted with the handheld computer. Analysis of the wand revealed an intermittent conductor in the wand serial cable, which likely produced the reported communication errors.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.